Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 9 years post implant of this 20mm aortic mechanical valve, it was reported that an echocardiogram showed that the leaflets could not open properly with it being stated that the left leaflet was observed to be 74° and the right at 82°. It was stated that the valve will be explanted. Aortic regurgitation (ar) was also reported and the physician indicated that pannus may have formed. No additional adverse patient effects were reported.